Event description:
Per operative note of 5/9/95 "recently the pt noticed a decrease in the volume of her right breast with subsequent asymmetry but no clear-cut capsular contraction. The (right) implant was then removed and it was clear immediately upon removing that there was a large tear in the outside pocket. The inside pocket was intact."